Manufacturer narrative:
Clinical review of the medical records did not reveal the cause of peritonitis. There was no documented diagnosis of peritonitis however; ispd guidelines/recommendations for peritoneal dialysis related infections reveal that effluent cell count with white blood cells (wbc) more than 100/ml, with at least 50% polymorphonuclear neutrophil cells, indicates the presence of inflammation with peritonitis being the most likely cause. There was no documentation in the medical record that indicates there was any causal relationship between the liberty cycler and the patient¿s peritonitis.

Manufacturer narrative:
(B)(4). Complaint sample is not available for evaluation to confirm the alleged product malfunction. Therefore the complaint is deemed as not confirmed. According to the sap system no product is available from this lot on distribution centers to be analyzed. The entire lot has been sold and distributed. Device history record review was performed. No nonconformance reports or other abnormalities during the assembly of related lot were found. Based on this, is concluded the product involved met specifications.

Event description:
A peritoneal dialysis patient's nurse reported a patient developed culture negative peritonitis. The patient was treated with vancomycin and ciprofloxacin. The nurse also reported that as of (B)(6) 2016, the patient's signs and symptoms of peritonitis have resolved, and she continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue.